Event description:
It was reported on (B)(6) 2026 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant. During the procedure the user joined the adaptor attached to the delivery sheath after extracting the dilator. When attempting to connect the tip of the amulet's loader to the delivery sheath, strong force was used that broke the blue luer lock. The device was replaced with a new 25mm amplatzer amulet left atrial appendage occluder. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.